Event description:
The pt reported communication and charging issues between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was confirmed. The surgeon decided to explant the implant and replace it with another advanced bionics spinal cord stimulator.